Manufacturer narrative:
Evaluation summary: it was reported that one bravo ph capsule had early detachment from the delivery device onto the patient esophagus. Since bravo delivery system, bravo ph capsule and bravo recorder are not available for investigation the following investigation is based on graph (procedure graph), DHR review, product risk assessment and product IFU. Total study was 02:52 hours instead 24,48 or 96 hours. The study begun with normal acidity level(ph) value around 6ph-7ph 10:24:33 am the ph dropped below 2.5 ph from 7.2 ph,so it seemed that the capsule was detached earlier. During attachment step, capsule does not attach to the esophagus or detaches prematurely: falls in stomach (study ends early, repeat study with no additional endoscopic placement.) Incomplete suction of tissue into capsule cap (detaches early, before end of procedure, limited data for diagnosis, repeat study including additional endoscopic placement.) Information for use (IFU), recorder was reviewed and found a few section that might affect the attachment of the ph capsule functionality. ¿caution if lubricants are used to ease placement insertion, do not cover the suction chamber with lubricant. This could interfere with the attachment of the capsule¿. ¿caution avoid contacting the capsule with the endoscope. Contact between the endoscope and capsule may result in the dislodgement of the capsule¿. ¿if available, insert an endoscope and confirm tissue has been pinned and the capsule has not been released from the delivery device. Use care when inserting the endoscope, and avoid force upon the capsule and the delivery device. Remove endoscope¿. If possible, use an endoscope to confirm that the capsule remained attached to the esophageal tissue. The patient must stay within 2 meters (6 feet) of the recorder during the study except, as necessary, for bathing. The recorder is not water resistant and should not be worn in the shower or in other wet environments.¿ possible, use an endoscope to confirm that the capsule remained attached to the esophageal tissue a review of the device history record indicating that the product was released meeting finished product specification. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the bravo capsule was correctly placed by the physician but there was early detachment. The alleged device malfunction was noticed post-procedure when reviewing the study. A repeat procedure will be necessary due to the alleged device malfunction. Patient information and last known patient status could not be provided. There was no harm or injury to the patient or user. No other known adverse events were reported.